Event description:
A customer reported the adc freestyle libre sensor detached after less than a day of wear on (B)(6) 2020. As a result, the customer experienced convulsions and a loss of consciousness. When the customer came-to, he reported being able to provide unspecified self-treatment. No third party medical treatment reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Section h4 (device mfg date) were updated based on extended investigation. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc freestyle libre sensor detached after less than a day of wear on (B)(6) 2020. As a result, the customer experienced convulsions and a loss of consciousness. When the customer came-to, he reported being able to provide unspecified self-treatment. No third party medical treatment reported. There was no report of death or permanent injury associated with this event.